Event description:
Target was informed that during the procedure the valve wire and balloon got stuck and broke. The physician thinks he may have used too much force. Upon initial inspection of the returned devices, the fastealth was broken, not the valve wire. The occurrence had no consequence to the pt's health.

Manufacturer narrative:
The fasstealth catheter was returned wrapped around itself in a pouch together with a valve wire inside a packaging coil and pouch. During the analysis it was confirmed that the balloon had burst longitudinally on a segment 18 mm long, most liekly after the balloon coil got stretched at both ends. Impression marks would indicate the valve wire was forced against the balloon coil causing it to stretch, rupturing the balloon. Per labeling instructions: * "under fluoroscopy, gently infuse contrast while slowly advancing the valve wire until resistance is felt and the ball valve seats inside the distal end of the balloon. Valve has seated properly when contrast has ceased to flow from distal end of balloon and/or radiopaque inner coil develops a slight bow." * "precaution; maintain a continous infusion of contrast during valve seating procedure and during balloon inflation. Do not force the valve wire to stretch the balloon." The ID of the balloon coil was conforming to tti's requirements at 0.021". It should be mentioned that during the in-process inspection samples from this lot were tested for burst pressure. All samples tested met the acceptance criterion.